Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl range and swelling, cause was unknown. Reportedly, the customer turned off the control iq software feature to address bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.